Manufacturer narrative:
(B)(4)

Event description:
It was reported when the asymptomatic patient presented a remote a merlin transmission, lower out of range pacing lead impedance measurement was observed on a the ventricular channel. No additional electrical anomalies were noted on the lead. The patient is in hospital care. Noise was observed with pocket manipulation and isometric exercises. The lead was capped and a new pace/sense lead was implanted. The patient condition is okay.